Manufacturer narrative:
Concomitant medical products continued: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, high threshold and possible non-capture. The patient experienced cardiac arrest which the patient was brought out of. The patient subsequently passed away. A cause of death was unable to be determined.